Manufacturer narrative:
Philips has investigated this complaint. The remote service engineer (rse) connected with the customer and confirmed that the device could not boot up. The rse instructed the customer to check the power supply for the distribution cabinet. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion device was unable to boot up, as expected. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.